Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error 25 due to connector resistance issue. Device was received with a cracked case (corner of belt clip rails) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Customer reported that they were able to clear and able to rewind the insulin pump. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.